Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the customer's report was observed and the battery interconnect board was replaced. The device was recertified and returned to the customer. The battery interconnect board was returned to zoll medical united states; the customer's report was duplicated and attributed to foreign substance on a filter inductor on the battery interconnect board. A replacement was sent to the customer. Analysis for reports of this type has not identified an increase in trend.